Manufacturer narrative:
Device used for treatment, not diagnosis. "Treatment for distal tibial fractures with intramedullary nails and blocking screws." (Published online 2011) gereli, a., kocaoglu, b., nalbantoglu, u., seyhan, m., and turkmen, m. European journal of orthopaedic surgery and traumatology (22; 395-401). This report is for an unknown synthes expert titanium tibia nail set /unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, "treatment for distal tibial fractures with intramedullary nails and blocking screws." (Published online 2011) gereli, a., kocaoglu, b., nalbantoglu, u., seyhan, m., and turkmen, m. European journal of orthopaedic surgery and traumatology 22; 395-401. This retrospective study was designed to report the technical details for the treatment for distal tibial fractures with intramedullary nails and blocking screws, and to assess the effectiveness of the method based on clinical practice. Synthes expert or competitors titanium tibia nail sets were used in the surgeries. The synthes expert set used 4-mm locking screws for nail diameters of 8 and 9 mm; 5-mm locking screws were used for nails with a diameter of 10 mm. This study included twenty one patients, eight women and thirteen men, who presented to the clinic between may 2004 and september 2009 in whom adequate reduction could not be achieved with distal tibial intramedullary nailing; blocking screws were inserted under fluoroscopy. The blocking screws helped to achieve better reduction and alignment with intramedullary nailing of distal tibial fractures by decreasing the effective diameter of the medullary canal. The use of blocking screws enabled to use the intramedullary nailing as an alternative while treating distal tibial fractures. Successful recovery was achieved in all but one of the twenty one distal tibial fracture patients. A (B)(6) male patient with a history of smoking sustained a type 3a, gustillo anderson open fracture in the distal tibia diaphysis and metaphysis status post a motor vehicle accident. He was implanted with an unknown flexible intramedullary nail and developed 8 degrees of flexion deformity and nonunion. He underwent auto grafting 9 months after the surgery and union was achieved with 8 degrees of deformity. It is unclear if the synthes devices were associated with the complications as the article failed to identify the manufacturer of the device associated with the complication. This is report 1 of 1 for (B)(4). This report is for an unknown synthes expert titanium tibia nail set.